Event description:
Channel failed on pump. The IV tubing began to bubble and expand above the blue hat that rests above the loading part of the tubing to pump. The IV tubing was removed and replaced, another channel was used. No harm to the pt.